Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The customer reports a large effusion was noticed after the ablation procedure was completed. The physician states that they did attempt to advance the guidewire against inner tissues multiple times. The patient tolerated the procedure well. No additional patient consequences to report.